Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the surgeon reported bioglue related outcomes of two patients on whom carotid endarterectomies were performed (2009 and 2010) were received. The incision on the carotid was repaired with a patch and bioglue was applied over the anastomotic suture lines to ensure a good seal. Patients suffered an infection and treated with antibiotics and were found to have fistulae. The patients were transferred to the (B)(6) hospital where the patches were removed and analyzed in the pathology laboratory. The surgeon indicated that (B)(6) was isolated in remnants of bioglue only and neither in the patch material nor surrounding tissue. A review of the device master records of the lots available at the time of these events indicates that all lots were manufactured according to all manufacturing specifications. As part of the investigation, medical records were requested. Translations of the documents indicate that cultures from patient 1 were from the carotid patch and cultures from patient 2 were from wound secretion. Bioglue is sterilized by a (B)(4); the risk of introduction of bacteria into the surgical site by the product itself is exceedingly unlikely. No further action is warranted at this time.

Event description:
According to the report, the surgeon reported bioglue related outcomes of 2 patients on whom carotid endarterectomies were performed (2009 and 2010). The incision on the carotid was repaired with a patch and bioglue was applied over the anastomotic suture lines to ensure a good seal. Patients suffered an infection and treated with antibiotics and were found to have fistulae. The patients were transferred to the (B)(6) hospital where the patches were removed and analyzed in the pathology laboratory. (B)(6) was isolated in remnants of bioglue only and neither in the patch material nor surrounding tissue.